Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0mrwk, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their lead was replaced the day of the call. The patient reported the lead was no good and needed to be replaced since an asked, unknown date. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the lead being no good was first noticed in the summer of 2018. When asked to clarify the lead issue the hcp reported a test by a manufacturer¿s representative determined it was a fractured lead. The hcp reported the cause of the lead being no good was ¿increased frequency and incontinence¿ and lead replacement resolved the issue. It was noted the total device (lead and generator) was replaced on (B)(6) 2019. No further complications were reported.